Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during installation of the subject device, at a first time of the turning on the power, there were fixed noise and horizontal white lines on the endoscopic image of the subject device. Olympus (B)(4) (oekg) checked the subject device and found that the endoscopic image was not displayed and the color bar image was displayed, and also the camera cable was kinked. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.